Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('accidental cut/puncture/perforation/hemorrhage during surgical operation'), menorrhagia ('abnormal bleeding (menorrhagia)') and procedural haemorrhage ('accidental cut/puncture/perforation/hemorrhage during surgical operation') in a 42-year-old female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the procedure had to be aborted due to being unable for the doctor to see where the placement needed to be made ((B)(6) 2009)". The patient's medical history included migraine headache, gallbladder removal, metrorrhagia, excessive menstruation, hypertension and cholecystectomy. Previously administered products included for birth control: yaz from february 2008 to april 2009; for an unreported indication: hydrochlorothiazide from 2011 to 30-may-2019. Concurrent conditions included hypertension since 2011. Concomitant products included hydrochlorothiazide from 2011 to 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with surgery (total vaginal hysterectomy, underwent hysterectomy (full), salpingectomy (bilateral), vaginal hysterectomy and underwent endometrial ablation in (B)(6) 2013 and full hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and back pain had resolved and the uterine perforation and procedural haemorrhage outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, procedural haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: a lot of tissue present in uterine cavity, unable to visualize or see the ostium for proper placement of essure. No essure sterilization was performed diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: proliferative pattern endometrium, neither hyperplasia nor neoplasia identified impression: globular uterus with thickened myometrium suggestive of adenomyosis.. Hysterosalpingogram - on (B)(6) 2009: result : total bilateral occlusion. (As per pfs). Conclusions : bilateral tubal occlusion status post essure placement. (As per mr). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: accidental cut/puncture/perforation/hemorrhage during surgical operation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received. Event back pain outcome added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("accidental cut/puncture/perforation/hemorrhage during surgical operation"), menorrhagia ("abnormal bleeding (menorrhagia)") and procedural haemorrhage ("accidental cut/puncture/perforation/hemorrhage during surgical operation") in a 42-year-old female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the procedure had to be aborted due to being unable for the doctor to see where the placement needed to be made ((B)(6) 2009)". The patient's medical history included migraine headache, gallbladder removal, metrorrhagia, excessive menstruation, hypertension and cholecystectomy. Previously administered products included for birth control: yaz from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: hydrochlorothiazide from 2011 to (B)(6) 2019. Concurrent conditions included hypertension since 2011. Concomitant products included hydrochlorothiazide from 2011 to 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with surgery (total vaginal hysterectomy, underwent hysterectomy (full), salpingectomy (bilateral), vaginal hysterectomy and underwent endometrial ablation in (B)(6) 2013 and full hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the uterine perforation, procedural haemorrhage and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, procedural haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: a lot of tissue present in uterine cavity, unable to visualize or see the ostium for proper placement of essure. No essure sterilization was performed. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: proliferative pattern endometrium, neither hyperplasia nor neoplasia identified impression: globular uterus with thickened myometrium suggestive of adenomyosis. Hysterosalpingogram - on (B)(6) 2009: result : total bilateral occlusion. (As per pfs). Conclusions : bilateral tubal occlusion status post essure placement. (As per mr). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: accidental cut/puncture/perforation/hemorrhage during surgical operation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the procedure had to be aborted due to being unable for the doctor to see where the placement needed to be made ((B)(6) 2009)". The patient's medical history included migraine headache and gallbladder removal. Previously administered products included for birth control: yaz from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: hydrochlorothiazide from (B)(6) to (B)(6) 2019. Concurrent conditions included hypertension since (B)(6) . Concomitant products included hydrochlorothiazide from (B)(6) to (B)(6) . On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (underwent hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), and underwent endometrial ablation in (B)(6) 2013 and full hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: a lot of tissue present in uterine cavity, unable to visualize or see the ostium for proper placement of essure. No essure sterilization was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result : total bilateral occlusion. (As per pfs). Conclusions : bilateral tubal occlusion status post essure placement. (As per mr). Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia),dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and the procedure had to be aborted due to being unable for the doctor to see where the placement needed to be made ((B)(6) 2009) were added. Outcome of event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain were updated to recovered/resolved. Medical history and concomitant condition was added. Lab data was added. Reporter information was added. Essure product code ess205 was updated with ess305. On 12-feb-2019: follow up 1 and 2 processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("accidental cut/puncture/perforation/hemorrhage during surgical operation"), menorrhagia ("abnormal bleeding (menorrhagia)") and procedural haemorrhage ("accidental cut/puncture/perforation/hemorrhage during surgical operation") in a 42-year-old female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the procedure had to be aborted due to being unable for the doctor to see where the placement needed to be made ((B)(6) 2009)". The patient's medical history included migraine headache, gallbladder removal, metrorrhagia, excessive menstruation, hypertension and cholecystectomy. Previously administered products included for birth control: yaz from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: hydrochlorothiazide from 2011 to (B)(6) 2019. Concurrent conditions included hypertension since 2011. Concomitant products included hydrochlorothiazide from 2011 to 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with surgery (total vaginal hysterectomy, underwent hysterectomy (full), salpingectomy (bilateral), vaginal hysterectomy and underwent endometrial ablation in (B)(6) 2013 and full hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the uterine perforation, procedural haemorrhage and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, procedural haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: a lot of tissue present in uterine cavity, unable to visualize or see the ostium for proper placement of essure. No essure sterilization was performed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result : total bilateral occlusion. (As per pfs). Conclusions : bilateral tubal occlusion status post essure placement. (As per mr). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea concerning the injuries reported in this case, the following ones were described in patient¿s medical records: accidental cut/puncture/perforation/hemorrhage during surgical operation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received. Event per mr: accidental cut/puncture/perforation/hemorrhage during surgical operation was added. Lot number received. Patient's medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6), the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed in (B)(6). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.